Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Follow-up with the customer revealed their sealing procedure as follows: we seal with sealer the male and female tubes (because all the rollers and tube caps can not be inserted into freezing cassette), but keep enough tube length for further connection with tscd. The occlusive plug is always attached, we do not use it during the process. The customer was advised that the sealing technique used was against the current instructions for use (product insert) that states: "using a dielectric sealer, heat-seal the tubing as close to the container as possible." This is the first complaint of this nature reported for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
Evaluation summary: calcification is heavy in the cusp area of leaflet 2, and moderate in the cusp of 1. At the free margins, calcification is moderate to heavy in leaflet 2, moderate at leaflet 1, and minimal to moderate in leaflet 3. Calcification reduced mobility in the leaflets and possibly led to stenosis. A gap is noted at the coaptation region. Host tissue is minimal at the tissue inflow. It encroached onto the tissue and into the orifice at the greatest distance of approximately 2-3mm. Host tissue overgrowth is minimal to moderate at the stent inflow and minimal at the stent outflow. The tissue exhibits stiffness and discoloration, common characteristics of dehydration. The x-ray demonstrates calcification. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Event description:
Reportedly a 6900p, 27mm was explanted after a 60 month implant duration due to mitral regurgitation.